Event description:
It was reported, "screws went through plate two years after implantation."

Manufacturer narrative:
Supplemental documentation changed/additional information added. Device available for evaluation -n/a type of report - follow-up, 01 if follow-up what type? Additional information, device evaluated by manufacturer - n/a type of investigation- 4109, 4110, 4112, 4120 investigation conclusion zcd00005/defect confirmed: unknown responsible party. Investigation report reads as follows: 08/03/2021 10:58:27 cst (jskepnek). "Medline quality received a complaint for mppa508u, no lot number was reported. This is in concern to the screw going through the plate two years after implantation. We received x-rays and confirmed the complaint. We did a retrospective query on the product family, and found no trends. An MDR, was filed, physician will retrieve samples. Complaint will remain open until we receive samples." (B)(6) 2021 13:17:04 cst (jskepnek). "After multiple attempts to try and receive more information and retrieving the sample from both the sales rep and the surgeon, we were unable to get a response. While we can confirm the complaint with the x-ray received, we are unable to determine the root cause without the physical sample. If the sample becomes available, we will reopen the complaint. The division will closely monitor this complaint during quarterly trending."

Manufacturer narrative:
It was reported by orthopedic foot and ankle surgeon (B)(6) that two years after implantation an 8-hole one-third tubular plate and 3.5 screws had gone through the plate. X-rays provided. Surgeon reports, "I am getting a CT scan and plan to do hardware removal." Additional email received by (B)(6), who states, "I'm taking the plate out on 7/21. Will send info that day." No further information or details have been provided related to the reported incident. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "screws went through plate two years after implantation."